Manufacturer narrative:
Title: esophagus two-step-cut overlap method in esophagojejunostomy after laparoscopic gastrectomy source: langenbeck's archives of surgery; https://doi.org/10.1007/s00423-021-02079-y; received: 29 august 2020 /accepted: 4 january 2021, the author(s), under exclusive licence to springer-verlag gmbh, de part of springer nature 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2019 to april 2020, 48 patients underwent laparoscopic gastrectomy or laparoscopic proximal gastrectomy for gastric cancer. There were 48 patients and one patient experienced an anastomotic leak which was treated conservatively.